Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 187mg/dl, 107mg/dl, 92mg/dl, 78mg/dl and 85mg/dl. The customer felt hypoglycemic and treated herself by eating a chicken salad sandwich, a pear and drinking a glass of cranberry juice. The customer stated that she was still waiting to feel better. Per meter memory, the customer received an additional comparison of 122mg/dl and 68mg/dl. No reported actions taken. No adverse events reported. New system sent to customer and return requested.